Event description:
It was reported that during inner rod on inserter to activate plug, dr turned gas cap and felt different, like there was no resistance. Metal bar had broken off but they could not find it in the anchor. It is not certain if the device broke inside the patient.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product or the pertinent clinical details to consider. A photograph was supplied and reviewed and found inconclusive to the reported failure. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated.

Event description:
It was reported that doctor turned gas cap on inner rod on inserter to activate plug, and felt different, like there was no resistance. Metal bar had broken off but they could not find it in the anchor. It is not certain if the device broke inside the patient. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
One 4.5 footprint ultra pk suture anchor inserter was returned for evaluation. Functional assessment confirmed the inner shaft would not advance or retract within the inserter shaft. Removal of the torque limiter from the handle confirmed the threads of the inner shaft are not engaging the threads of the outer shaft. Dimensional assessment of the inner shaft was performed confirming it met print specification, additionally confirming nothing broke free from the inner shaft. The inner shaft was reassembled into the inserter shaft and was found to advance and retract as intended. The torque limiter also functioned as intended. The condition of the device indicates the torque limiter was rotated excessively counterclockwise giving the impression that the inner shaft had broken.